Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient reported abdominal pain and swelling, stoma site redness, and a fever. The patient went to the emergency room on (B)(6) 2019 and was hospitalized due to an abscess around the peg tube area. The patient was treated with cefazolin IV antibiotics 3 times per day. On (B)(6) 2019, the patient reported the abscess was improving, and he was discharged from the hospital.